Event description:
A physician used an admiral xtreme balloon for angioplasty of the femoral artery. When inflating the balloon the physician realized it was leaking. The balloon was inflated using the inflation device. No damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues noted when removing the device from the hoop/tray. Device was prepped per the IFU. The device did not pass through a previously-deployed stent. No resistance was encountered when advancing the device. The device was safely removed from the patient. The procedure was completed using another balloon. No patient symptoms or complications associated with this event. The patient is ok.

Manufacturer narrative:
Video review: the customer returned a video. A review of the video shows a balloon being inflated and liquid leaking out at the proximal end of the balloon indicating that there is most likely a pinhole leak on the balloon. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis #276814961:the customer returned a video. A review of the video shows a balloon being inflated and liquid leaking out at the proximal end of the balloon indicating that there is most likely a pinhole leak on the balloon (see still image from video) product analysis a 20ml water filled syringe was used to flush the device and a steady stream of water was observed exiting the tip a 0.035¿ guidewire was loaded through the tip and exited the luer without any difficulty an indeflator with pressure gauge was used to inflate but the balloon would not hold pressure a microscopic inspection found a pinhole leak in the proximal end of the balloon. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.